Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed. There were 2 errors found. The manufacturer concludes that they could not confirm the customer allegation and there was no visible foam degradation. The third-party service center is submitting a final report at this time. If pertinent information becomes available at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report few findings in evaluation are missed to capture and those are captured in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. During the evaluation, dust was observed. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed. There were 2 errors found. The manufacturer concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit got corrected. The third-party service center is submitting a final report at this time. If pertinent information becomes available at a later date, an addendum to this final report will be filed. In this report box h has been corrected and updated.